Event description:
It was reported that the patient presented for a device change out procedure. During the procedure, the right ventricular (rv) lead exhibited insulation breach at the proximal side of the suture sleeve. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.